Event description:
Nurse was disposing of stylet into container and bumped their left hand, felt needlestick and saw that safety clip had not fully deployed (clip resting about 1/2" from tip). Hospitalized following their needlestick protocol.